Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 453 (mg/dl). Customer changed pump supplies and administered insulin injections to treat bg levels. System check with tandem technical support on 06/01/2016 indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management, and to contact tandem technical support if bg for future bg events.